Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that when the codemaster xl was charged it turned off on it's own after a test. There was no patient involvement.